Event description:
Reporter indicated that the patient developed an infection at the pulse generator implant site which was treated with antibiotics. Upon administration of the antibiotics, the fever at the infection site normalized and later blood test results indicated that the infection had cleared. Despite test results, the patient's caregivers requested the device to be explanted.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. Product analysis results will only be reported in the event that a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Manufacturing records for both the pulse generator and the lead were reviewed. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of the devices prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery. The vns therapy system was explanted at the request of the patient's parents, and not as a result of the reported infection.